Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had one patient experience flipped implantable neurostimulator (ins) and they could not charge. The healthcare provider (hcp) confirmed the event was reported but did not provide the report number. No patient symptoms were reported.